Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -8.0/+0.5/033, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted due to glare/haloes. This explant resolved the problem. Cause of event was unknown. The reporter stated " the patient has an ucva of 20/20 with icls but massive issues with halos and glare at night. So the surgeon explanted the icl and now all is fine."